Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last year from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty in charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not be returned as it was retained by the medical facility.